Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure the specialist proceeded to fix the absorbable plate with 1.5 mm screws l4 mm which were circulated to the table verifying that they were suitable for use since the temperature indicator was shown ok. Surgeon proceeded to make drilling with drill bit of 1.1 mm with stop of 4 and passes male of 1.4 with stop of 4. Subsequently the screw requested by the specialist was passed which was screwed properly and at the time of removing the sleeve, the head of the screw decapitated without excess force. This happened with 3 screws. Surgeon fixed the plate with conventional suture vicryl 2/0 and no screws were placed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 (health effect - impact code & medical device problem code) h6 medical device problem code: a27 (appropriate term/code not available) is being utilized to capture (customer feedback - dissatisfaction) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: the procedure was scheduled to begin at 7:00 a.m., with support from the commercial house cited at 6:00 a.m. For material verification. However, the designated representative, showed up at approximately 7:30 a.m., which caused a delay in the start of the surgery. During the confirmation of the pre-procedure material, the representative stated that she had all the equipment complete and sterile. However, once exposed the patient¿s cranium and when requiring the absorbable plate for fixation, she reported that she could not find it. After several minutes of searching and communicating with the staff of the commercial house, the plates were found in a large icopor container, which demonstrates the ignorance of the material of the representative. Additionally, the screws supplied to fix the plate presented structural failures, breaking during its placement. Because of this, the surgeon had to resort to the fixation of the plaque by suture, a technique that does not offer the same biomechanical safety for the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review part# 805.604.04s lot # 327l543 manufacturing site: werk bio oberdorf supplier: na release to warehouse date: 03 sep 2024 expiration date: 01 aug 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 device history review part# 805.604.04s lot # 327l543 manufacturing site: werk bio oberdorf supplier: na release to warehouse date: 03 sep 2024 expiration date: 01 aug 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.